Event description:
The customer reported that the sys does not save images. Also, the brake was defective.

Manufacturer narrative:
(B)(4). The ge service rep replaced the brake. The problem with not saving images could not replaced. The system operates as intended.